Event description:
Pt reported that their surestep meter would not power on. This issue was not resolved with troubleshooting. Pt was feeling dizzy. They went to their doctor's office where their blood glucose result was 275 mg/dl. They stated that the readings were "high as usual and medication was increased". There is no adverse event reported.